Manufacturer narrative:
Device passed displacement test. Device received with same audio tone when switching from volume 5 to volume 1, pump error 63 was present in the insulin pump trace download and pump error 63 alarmed during selftest due to broken trace at pin 6 on keypad assembly. Device received with pump error 53 in the insulin pump trace download due to software error (ptc 2610666).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had software error detected alarm. Customer's blood glucose value was unknown. Device will not return for analysis.